Event description:
We have received a report indicating that a home hemodialysis pt had "blood leak" during treatment. It was verified by the pt's mother that there was an internal blood leak that occurred. At that time, no add'l info was provided on the event. However, after speaking with the rn on (B)(6) 2010 it was learned that the pt is a (B)(6) medically fragile pt. Currently this pt continues hemodialysis with the use of this product. Samples are available for an eval.

Manufacturer narrative:
Add'l info regarding the event was received on (B)(4) 2010.